Manufacturer narrative:
Additional information: according to the information received from the field the recipient experiences loudness fluctuations and sound intermittencies with jaw movement, which is likely caused by an air bubble above the reference electrode. Wearing a tight head band was suggested, however no information on the possible further steps has been received despite requested.

Event description:
The user's hearing with the device is affected. Since approximately 2-3 months, he has intermittencies and volume decreases when moving the jaw. The user also reported pain in the ear and around the ear when laying on that side. Per clinical support, further troubleshooting should be applied, like wearing a tight headband or recommending the user to press/massage the stimulator area in case intermittency is recognized.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device is affected. Since approximately 2-3 months he has intermittencies and volume decreases when moving the jaw. The user also reported pain in the ear and around the ear when laying on that side. Revision surgery is considered.